Event description:
The user facility reported that the guidewire became caught on something during withdrawal from the patient. The patient's anatomy was described as "tortuous". The physician decided to remove the sheath and guidewire together, which prolonged the procedure.